Event description:
It was reported that after a patient exam the "gantry fell to 180 degrees and is stuck." No injury reported. A field engineer was dispatched to the site and determined the nylon belts in the back of the gantry had snapped. The system is being replaced for the customer and returning to hologic for further investigation.

Manufacturer narrative:
The mammography system was returned to hologic for evaluation. Investigation of the system determined that the root cause of this failure was insufficient loctite 263, high strength threadlocker, on the 10-32 screws that hold the worm wheel to the tube head. The lack of loctite caused screws to back out slightly allowing extra lash in the worm wheel/tube head interface. This extra lash introduced extra shear forces (or impact forces) to those screws that they normally would not see. That excess shear caused the screws to break allowing the tube head to rotate uncontrollably. The tube head was still attached to the compression device via the magnetic brake, rotating the compression device with the tube head causing the belts to experience excess tension, snapping them. Further investigation is in progress.

Manufacturer narrative:
Additional information regarding investigation and correction will be submitted under z-1144-2023